Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient had an appointment with their urologist the day prior to the report and the doctor said they thought the device was not working correctly. The patient stated it had ¿something to do with the nerve it was connected to¿ and the doctor didn¿t really know, but they suggested to try another therapy. The patient didn¿t think the therapy was working and they were having issues for about the last six months prior to the report. They met a manufacturer representative (rep) in (B)(6) 2019 and the rep adjusted the stimulation with the programmer, but it still wasn¿t working. The patient noted the device was off when they met the rep and wasn¿t sure how the device was turned off, but the rep turned it back on. The patient also noted they had to go to the hospital because their bladder wasn¿t emptying and the therapy was on. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who reported the same issues as before (device turns itself off, device not helping bladder) as well as back pain potentially caused by the device. The patient noted this contact was a continuation and all of these issues started in 2018. Caller restated that they met with a manufacture representative (rep) to turn stimulation back on and their healthcare provider (hcp) told them the "nerve [their] device is connected to is wrong" which could be causing these issues; caller wants to know what to do. The call center recommended following up with the hcp, paging a local rep, turning stimulation off or down, and try a new program. No further patient complications have been reported as a result of this event.